Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned. Additional information received from the field representative states that during an open heart procedure, the lead had dislodged and possibly was damaged and threshold was elevated post heart surgery. Recently, the physician had decided to surgically abandon the lead and place a new lead. No additional adverse patient effects were reported.